Manufacturer narrative:
H6: part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with a length of cut suture and no implants. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event includes use of sharp instruments to manage or control the suture that can cause breakage of the suture. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the fast fix suture dislodge without the t2, t2 was disconnected from the suture and still on set instrument. T1 was secured left in the patient. The procedure was successfully completed using a back-up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).